Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the threads of the battery compartment opening were damaged, a battery out limit alarm, a failed battery test alarm, and an intermittent blank display. The customer's blood glucose level ranged from 265 to 500 mg/dl. The customer treated with a manual injection. The customer stated that the blood glucose levels were rising instead of falling. The customer declined to troubleshoot for the alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window. No damage was noted at the battery cap threads or battery tube threads.